Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the sealing ring in the pacemaker was missing. The pacemaker was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to fix the lead was confirmed, missing sealing ring was not confirmed. The device was received from the field with battery voltage near beginning of life level. Visual inspection of the header noticed the atrial, and ventricle setscrew inset stripped off consistent with inserting the torque wrench off-center at angles to the setscrew, by the end-user, and consistent with the fixing issue reported by the field. Electrical and mechanical analysis performed, after replacing the damage setscrew, indicated normal functionality, and no anomaly fixing the leads was noted during the analysis. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.